Event description:
Dr states sustained a small 2nd degree burn on their right forearm from touching the clamp that was holding a container that housed the bovie during a c/section. The md felt a "zing", but saw no spark. The pt was grounded during surgery. Following surgery, dr was treated in the ed for the 2nd degree burn. Pt received a tetanus shot.